Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that catheter split on insertion, alternative used.

Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed and no abnormalities found. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. In the absence of actual or representative sample, further investigation was not able to perform to identify the actual root cause of this defect. Therefore, this complaint could not be confirmed.

Event description:
It was reported that catheter split on insertion, alternative used.